Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR. Report#: 1627487-2018-08083, reference MFR. Report#: 1627487-2018-08085. It was reported the patient was not receiving effective pain relief from the scs system. Diagnostic testing revealed high impedance values on multiple lead contacts. Reprogramming was unable to resolve the issue. As such, the patient will undergo surgical intervention where the ipg will be replaced and the leads may be revised to address the issues.

Event description:
Device 2 of 3: reference MFR. Report#: 1627487-2018-08083, reference MFR. Report#: 1627487-2018-08085. Follow-up information revealed the patient's ipg would not hold a charge and one of the patient's leads was not functional. The patient underwent surgical intervention wherein the ipg was explanted and replaced and the leads were revised.